Event description:
A baxter rep reported an incident of a pump failing without alarm. Channel a and b were in use. Channel a was alarming for a downstream occlusion possibly due to a clotted arterial line transducer. In the process of changing the transducer, the nurse pressed the "open" key on channel a. The screen then read "out of service". The nurse then pressed "done" key and the channel went out of svc without alarm. The pump was in use on a pediatric liver transplant pt at the time of the incident. There was no report of pt injury or need for medical intervention. No add'l info available.